Manufacturer narrative:
The product was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain specific information, however, our attempts have been unsuccessful. Various functional neurological deficits (facial nerve palsy) are a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the product was defective, but rather a procedure related event and its caused was unknown. MDR related to this event: 2029214-2017-00333, 2029214-2017-00334, 2029214-2017-00335, 2029214-2017-00336, 2029214-2017-00337, 2029214-2017-00338, 2029214-2017-00339, 2029214-2017-00340, 2029214-2017-00341. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: onyx versus n-bca for embolization of cranial dural arteriovenous fistulas. Rabinov jd1, yoo aj, ogilvy cs, carter bs, hir sch ja. J neurointerv surg. 2013 jul;5(4):306-10. Doi: 10.1136/neurintsurg-2011-010237. Epub 2012 may 1. Medtronic received the following report: patient 2 (male, age range 70-79 years) was reported to have facial nerve palsy following embolization of the petrous branch of the right middle meningeal artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.